Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) channel exhibited non-capture and threshold variability with rv auto capture. Intermittent left ventricular (lv) capture with lv auto capture was noted. The device was reprogrammed. The patient was stable.